Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Device evaluation was done and there appeared to be a delay of tachy therapy. Functional undersensing of the ventricular rhythm occurred due to atrial pacing; the atrial pacing resulted from the rate smoothing down feature that was programmed on. The field representative consulted with boston scientific technical serviceas (ts) and programming options were reviewed. Per physician's order, the rate smooting was programmed off. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion three years later.